Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.75x20mm promus premier drug-eluting stent was used in a procedure. However, it was noted that the shaft broke. There were no patient complications reported and the patient was not harmed.